Event description:
Customer reported that unit gave an e82 error while in use and the therapist said that the vent unit working and did not alarm. Hospital personnel became aware of the malfunction by the monitoring of other equipment from the central station. A nellcor puritan bennett customer support engineer tested device and found that an occluded filter added into circuit below the exhalation filter was causing the device to fail the quick test. Co was able to correct this problem by installing a standard circuit. The device tested to factory specs and all alarms were functional.